Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an in-patient visit. Interrogation revealed that the right ventricular lead exhibited oversensing as well as an unspecified pacing impedance problem. In a procedure on (B)(6) 2020 the lead was capped and replaced. The patient experienced no adverse consequences and was discharged.